Event description:
It was reported by mother that the patient had been hospitalized for 4 days with hyperglycemia and skin irritation. The patient's blood glucose levels reached 528 mg/dl while wearing the pod longer than 48 hours. The patient was treated with insulin and mother was not willing to provide any additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.